Manufacturer narrative:
The web device remains implanted in the patient. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with the use of the device

Event description:
It was reported during treatment of an aneurysm rupture, a web was placed into a wide neck aneurysm. Upon deployment of the web, the aneurysm started to bleed. A scepter balloon was used to control the bleeding. Then an lvis jr. Was used to assist the web further into the aneurysm. A coronary balloon was used to post process the stent to oppose wall better. The physician is not blaming the product for any of the issues. The device was implanted in the patient. The patient underwent a craniotomy later the same day. It was reported that the patient was still in hospital.